Event description:
End users' granddaughter called and advised right wheel lock is not locking, when you put lock on it does not make contact with wheel, no injury, end user granddaughter could not provide any further information